Event description:
It was reported that during thyroidectomy procedure, there was excess noise happening throughout nim vital case using size 6 trivantage tube. Nim vital software has already been updated. Passed electrode check at beginning of case and then excess noise started to happen within the first 30 min of case. Went through all troubleshooting. Patient was not light, bite block was placed, machine plugged into separate outlet, increased threshold to 150, restarted machine, switched out pi box. When performing electrode check vocalis 2 is turning red then green then back to red (constantly circling and never staying green). Physician was extremely upset as this was a huge distraction during the case. Staff was also upset and frustrated with excess noise. There was no patient injury.

Manufacturer narrative:
H3: product analysis confirmed that visually, there was yellow and brownish colored contamination on the cuff balloon on the distal end of the device and near the clamp shell on the proximal end. Additionally, there was surgical tape wrapped near the clamp shell. There was also discoloration in the trace pads on the distal end of the device. Under magnification, there were no cracks in the ink traces or pads. Electrically, resistance from end to end shall be less than 200 ohms and the actual measurements had no readings on the distal ends of all the electrodes, but varying readings on the proximal ends which was out of specification. Conversely, a stylet was used to manipulate the shape of the device and there were no continuity readings after manipulation. Functionally, for further analysis, the device was connected to a nim system, and the trace pads were submerged in saline. Channel (vocalis) 1 initially failed the electrode check, but after manipulating with a stylet, both channels passed. During functional testing, vocalis 1 was had excessive feedback/noisy, but after manipulation, both channels were normal. A review of the global complaint data showed no other complaints about this lot number. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.